Manufacturer narrative:
The device will not be returned to olympus for evaluation. The customer provided the cleaning, disinfection, and sterilization process and stated that there have not been any deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air by using an mh-948 (air/water channel cleaning adaptor). The device passed the leak test. During manual cleaning, the detergent used was endofresh a. The instrument/suction channel, suction cylinder and instrument channel port were brushed. The device was rinsed before manual disinfection. The oer-5 automated endoscope reprocessor (aer) was used with endoquick detergent and acecide disinfectant. There were no defects on the aer. All channels were connected with the cleaning tubes when the endoscope was set up into the aer. The disinfectant met the minimum effective concentration (checked once every morning), and the expiration date was controlled. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by wiping clean with a clean towel/paper and through the dry process of the aer. The device was stored without the drying cabinet after reprocessing. The device was quarantined after the infection was confirmed. The device was last reprocessed on 9dec2023. The device was stored at room temperature under normal air concentration. Since there is no dryer and the humidity is high, the door to the storage room is opened and air is pumped in using a circulator. The type of circulator that is placed on the ground is used. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note - section e1 shortened from: (B)(6) medical center.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for 1 colony forming unit (cfu) of candida guilliermondii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported positive culture event was not confirmed as the scope was not microbiologically tested. The investigation notes, however, that the door to the storage room is opened and air is pumped in using a circulator type that is placed on the ground. Based on this information, it is possible that bacteria may have grown due to contamination from the outside. The event can be prevented by following the instructions for use which states: - if endoscopes and accessories are not adequately reprocessed, patients or operators who come into contact with them may become infected. Olympus will continue to monitor field performance for this device.